Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that when the wireless external neurostimulator was connected all the impedance values were within range. The leads were switched to the implant and electrode 12 was red when using the connectivity check. The lead was switched in the ports and electrode 12 was still red. A full impedance test was run and all values with electrode 12 were out of range. Troubleshooting had the doctor wipe the lead and reinsert the lead and electrode 12 still had high impedance. No patient symptoms reported.